Event description:
It was reported that one day after a drug eluting stenting treatment procedure, a sub acute thrombosis (sat) occurred. In 2004, the physician placed 2 taxus express2 8.8% stents; one in the distal circumflex (cx), and one at the 90% stenosed, non calcified ostium of the cx. The physician had predilated the lesions with a maverick balloon (size unknown). IV heparin and 2b3a inhibitor were administered. The initial procedure went well with no pt or procedural complications. Plavix was given post procedure. The next day, the pt presented with chest pain. A sat had occluded the ostium of the cx where the taxus stent was placed. The physician attempted to angiojet the thrombus and was able to clear some of it proximal to the stent, but not all of the thrombus. The physician was then unable to pass a balloon through to open the occlusion. The physician was unable to open the occlusion and the pt suffered from a myocardial infarction (mi). The pt's status is reported to be stable as of the date of this report. It was the opinion of the physician that this event is not related to the taxus stent. The physician believes this would have occurred with a bare metal stent as well.